Manufacturer narrative:
The proximal portion of the lead was returned and analyzed. The analysis indicated that the distal conductor of the lead developed a fracture at the first rib/clavicle location while in vivo. The low voltage 4 conductor developed a fracture at the first rib/clavicle location while in vivo. The low voltage 4 conductor developed a fracture due to flexing while in vivo. The low voltage 3 conductor developed a fracture at the first rib/clavicle location while in vivo. The proximal conductor of the lead developed a fracture at the first rib/clavicle location while in vivo. The outer insulation of the lead developed a breach due to a depression while in vivo. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had high impedance and a confirmed fracture. The lead was capped and replaced. No patient complications have been reported as a result of this event.